Event description:
Customer complained about experiencing low and high blood glucose. Customer stated that he thinks the insulin pump is not functioning properly because it is alarming and causing the low and high blood glucose. He also stated that he need emergency supplies due to having to constantly change the infusion sets and reservoir. Troubleshoot not performed as insulin pump not available. Blood glucose level 50mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.